Manufacturer narrative:
On 26-nov-2024, bwi received additional information regarding the event. The patient is a 72-year-old male with a history of congestive heart failure. -- section a has been updated with age and gender details. -- section b7 has been updated with the patient's medical/cardiac history. Additionally, the patient was initially reported to have "renal insufficiency" but that diagnosis has been updated to "worsening of heart failure". As a result, the h6 health effect - clinical code section have been updated accordingly: - hypovolemia (e0305) has been removed. - renal impairment (e1305) has been removed. - heart failure/ congestive heart failure (e0611) has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31404747l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter on (B)(6) 2024 under conscious sedation, and the patient experienced hemodynamic insufficiency categorized as mild and not serious (this issue resolved without intervention). However, they also experienced renal insufficiency categorized as moderate and serious defined by prolonged hospitalization with an admission date of (B)(6) 2024. Relationship to study device is not related and relationship to the index study procedure is possible. The adverse event is expected/anticipated. The outcome is not recovered/resolved. Intervention was medication.